Event description:
Nurse was doing a central line dressing change and a black hair was noted in the sponge portion of the dressing. A second dressing was used for the dressing. The patch was never used on the patient; therefore, there was no patient consequence.

Manufacturer narrative:
The device has not been returned for evaluation to date. An investigation has been initiated based upon the reported information.